Event description:
It was reported that the customer received an occlusion alarm during a bolus delivery. The customer's blood glucose level was 273 mg/dl. Tandem technical support performed a system check and determined the occlusion was in the infusion tubing. Reportedly, the customer was using apidra insulin.

Manufacturer narrative:
The t-slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.